Event description:
It was reported that during a stage 1 laminectomy procedure a dura puncture was suspected to have occurred, and the patient later presented with a suspected cerebrospinal fluid leak with discharge/wound weeping, requiring hospitalization with the patient currently admitted. The physician believed the suspected cerebrospinal fluid leak was associated with the dura puncture that occurred during the laminectomy in the stage 1 procedure. The physician assessed the event as related to the procedure and surgeon performing it. During stage 2 of the implant procedure, the hcp surgically repaired the dura today and placed a lumbar drain. He is having the patient remain in the hospital for a few days until the issue improves. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that it is unknown if the issue was resolved. However, the patient has a follow up appointment with the hcp mid-july so rep will try to find out more at that point and follow up with any new information.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 05-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.